Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. Since the pt has not been revised, the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008. Should additional info become available an updated report will be submitted. The need for corrective measures is not indicated at this time. (B)(4).

Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by pt's counsel that the pt received an implant in 2006. At the time of this report, the pt is currently being monitored due to unk reasons. For data entry purposes, the first day of the first month of the reported year will be entered as the implantation date.